Manufacturer narrative:
Only the seat plate handle was returned and evaluated. The collar which holds the seat locking peg to the seat plate release handle was fractured. It is unknown what caused this fracturing and the interfacing parts (seat post, seat plate) were not available for examination.

Event description:
Alleges driving out to his mailbox and the seat lock broke when he went around a corner.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges driving out to his mailbox and the seat lock broke when he went around a corner.